Manufacturer narrative:
Batch review performed on 17 july 2025. Lot 2247350: (B)(4) items manufactured and released on 10-feb-2023. Expiration date: 24-jan-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year and 2 months, the patient came in reporting instability, and the cause was unknown. The surgeon upsized the liner from 11 mm to 17 mm to give the patient more stability. The surgery was completed successfully.